Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient underwent initial total hip procedure. Bone scans, MRI's, and labs performed up until the revision show elevated metal ion levels and the formation of a pseudotumor. A revision was performed due to pain. Within the joint, heterotopic ossification was found, as well as trunnionosis and necrotic tissue. The neck and stem were found to be cold welded, so it was decided to remove the entire construct. Upon removal of the stem, the femur fractured. All components were removed and new components were placed without complication. Claw and cable fixation was used to reduce the fracture. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a revision procedure approximately 14 years post implantation due to pain and elevated metal ions levels. During the revision, extensive heterotopic ossification, pseudocapsule, and metallosis were debrided. The acetabular shell had no bony ingrowth and was easily removed. The femoral stem was removed with difficulty and complications. All components were revised. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, as the device has retained the product; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03134.

Event description:
It was reported that the patient underwent a revision procedure approximately 14 years post implantation due to patient's cobalt/chromium levels and titanium levels shot up and she was experiencing pain/pressure in her hip joint. During the revision procedure, the surgeon encountered a large sack full of puss. Surgeon told the patient it was from the metal on metal in her hip; from the stem and the cup. Stem was cut out and a claw construct used to keep patients bone secure. No further outcome. Attempts have been made and additional information on the reported event is unavailable at this time.